Event description:
The customer reported that during initial set up and testing by the respiratory therpist the ventilator gives a "hi peak" alarm, audible and visual. No patient involvement.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the gas delivery engine and verified the reported issue. The issue is isolated to the expiratory pressure transducer.